Event description:
It was reported that during use with a relion® insulin syringe the hub separated into shield. The following information was provided by the initial reporter: it was reported that needle hub separated into the shield.

Manufacturer narrative:
H6: investigation summary: customer returned (2) loose 3/10cc, 8mm syringes. Customer states that the needle hub separated into the shield and the needle shield was difficult to remove. Both returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs). Data: shield removal force syringe 1 2.99 lbs. Syringe 2 4.67 lbs. All removal forces fall within specification. Also, no hub assembly separated from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates and shield does not detach as intended due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with a relion® insulin syringe the hub separated into shield. The following information was provided by the initial reporter: it was reported that needle hub separated into the shield.